Manufacturer narrative:
Tracking number: 422415-0 date sent: 11/11/2005 additional information: d4, 10; g4; h2,, 3, 4, 6 information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic total hysterectomy procedure, device would not hold the clip. The procedure was completed by manually tying knots. There was no pt consequence.